Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Customer¿s blood glucose was 1000 mg/dl in the hospital. Customer stated that the insulin pump had motor error alarm. Drive support cap was normal. Customer was able to rewind. The insulin pump will be returned for analysis.